Manufacturer narrative:
Block h6: device code 2610 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly, indicating the handle knob was initially rotated. It was also noted that the trip wire was not secured in the handle slot and the handle had no evidence that the trip wire was previously secured. It was possible to observe that the slack on the trip wire was not removed during the device setup. The suture was intact and it was attached to the trip wire loop. The suture hole was in good condition, and no damages were observed. Additionally, the ligator head teeth were damaged and there were six bands attached on the ligator head with some bands were moved out their positions, confirming the deployment failure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally as per the device condition, the slack was not removed properly as mentioned in the instructions for use. Not securing the trip wire in the handle slot could have cause the wire to slip during deployment, leading to the failure to pull the slack out of the trip wire because of the lack of tension.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the device did not properly deploy the elastic bands. Reportedly, the bands were attempted to be re-fired, but none of the bands would deploy off the device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficuty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speed-band super-view super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device did not properly deploy the elastic bands. Reportedly, the bands were attempted to be re-fired, but none of the bands would deploy off the device. The procedure was completed with another speed-band super-view super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.